Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the set screw stripped and another setscrew broke. The broken set screw could not be retrieved. No additional complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.